Event description:
It was reported to boston scientific corporation in 2005, that an rx dilatation balloon was used during a procedure in 2008. (Patient gender, age and weight unknown) according to the complaint, the "balloon was ruptured under 1 atm while inflating". The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The balloon was inflated under water using 118psi of air. Air bubbles could be seen emanating from the proximal end of the balloon. On examination, a tear approx 0.5mm long could be seen on the proximal end of the balloon above the proximal ro marker. This is the only complaint for this lot number on the cork complaints database. The device history record review confirms that the device met all material, assembly and performance specifications. The root cause of the complaint could not be found.